Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# l32802, implanted: (B)(6) 1994, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. (B)(4).

Event description:
The patient reported they stopped using the device 6 months after implanted. When walking through magnetic entryway the device turns on and off on its own. The patient also stated that his pain level had increased since the incident. The patient was seeing a new doctor about the issues. The device will be interrogated when they meet. The patient's status at the time of the report was "alive - no injury". No further information was provided. If additional information becomes available, a follow-up report will be submitted.